Event description:
It was reported that the system was unable to accurately read the cartridge's capacity, causing the patient to load excess insulin which resulted in wastage. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional information was received regarding the outcome of the event.